Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as the longevity estimates had decreased faster than expected in between follow-up appointments. Device data has been sent to boston scientific technical services for review. High right ventricular (rv) lead thresholds were observed to be slightly higher than normal. The pacemaker remains in service and no adverse patient effects were reported.